Event description:
It is reported that there was a transfer from icn 3 to icn 1, and two icn nurses moved this patient. After I had moved my patient, I went to provide care for this patient. I immediately noticed a lot of blood on the molton and roller, and upon inspection, I found that a tap had come loose from the nvl.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable fmea/eura indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.